Event description:
Customer reported device had been reading higher. At 6 am, customer fell out of bed. Customer's spouse called 911. Paramedics device = 28 mg/dl. Paramedics gave customer an IV and took pt to the hosp. Customer remained in the hosp for observation and was released. No controls were used. A request was made for return product and replacement product was sent.